Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that during creation of the lasik flap in the left eye (os), there were two sections that were uncut, which made it difficult to lift the flap. The uncut sections were at the 1-3 and 7-8 clock hour positions. The surgeon had to use a diamond knife in order to complete the cut in the uncut area. The procedure was completed with no known impact to the patient. Additional information has been requested.

Manufacturer narrative:
Evaluation summary:videos were provided of the two laser treatments and the lifting of the two flaps in the operating room (or) for each case. A review of the laser treatment videos show unexpected bubble formations during the creation of the bed incisions. These bubbles indicate areas of possible incomplete bed treatments. The side cut treatments, however, appeared to have completed successfully. The videos of the or portions of the procedures confirm the incomplete bed treatments. These areas were consistent with the locations of the unexpected bubbles viewed during the laser treatment. The videos show, however, that the surgeon did not fully verify that the side cut incisions were successful by separating the tissue along the entire circumference of the created side cut. The surgeon preemptively used a blade along the side cut path instead. Thus, it could not be determined whether the side cut was actually completed or not. Technical support team and clinical application specialist trainers are continuing to work with the customer and the field representatives to identify and/or eliminate contributing factors to these issues. The manufacturer internal reference number is: (B)(4).